Event description:
It was reported that "did not grab the cable for tensioning had another instrument, no problem."

Manufacturer narrative:
Investigation in progress. No additional information available at this time.